Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit was dropped and has physical damage was discovered. There was no patient involvement.

Manufacturer narrative:
To fix the issue, the getinge field service engineer (fse) replaced the damaged console cover and tubing assembly from drop per customers request . Performed preventive maintenance same service visit . Unit passes all functional and safety checks and returned to clinical use.